Event description:
The customer reported the ortho provue analyzer interpreted a patient's sample containing anti-lea as negative. Visual inspection of the processed gel card showed a very weak reaction with the lea positive donor cell. The customer repeated the sample in manual gel test using the same lot of reagents and gel cards and obtained weak positive reactivity. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site, replaced appropriate parts and adjusted the reader camera. This customer has not logged any similar complaints against this analyzer since this incident.